Event description:
It was reported the patient (germany) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. X-rays identified a lead fracture. In turn, the patient underwent surgical intervention to explant and replace the lead which resolved the issue. Additionally, it was reported the physician explanted and replaced the patient's extension and anchor during the procedure. Concomitant product: the implant date for the following devices are unknown: model: 3788, scs ipg, model: 3383, scs extension, model: 1192, scs anchor.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: complaint was confirmed for invalid impedance. As received, the microscopic inspection of the lead body segment revealed a lead breakage with all wires broken. The compression mark and breakage on the lead when align correspond to distal end of a swift lock anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.